Event description:
On (B)(6) 2011 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reverting to the set up mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2011 at 2:55pm. As part of the patient diabetes regimen, the patient claimed she is on an insulin pump. At the time of the alleged issue, the patient denied taking any action regarding her diabetes regimen. According to the patient, she felt a symptom of blurry vision immediately after the start of the alleged issue. In spite of her symptom, the patient denied seeking medical treatment. At the time of troubleshooting, the cca noted the patient was not a first time user of the subject meter, there was no misused of the meter, and the alleged issue did not occur after removing/replacing the batteries since the batteries were not replaced. Replacement products were sent to the patient. Although the patient developed a symptom suggestive of hyperglycemia, there is no indication that the subject meter caused or contributed to the serious injury. Given the short time between the onset of the alleged issue and the reported symptom, the patient likely felt symptomatic prior to or when the issue began. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter complaint was not confirmed with the primary testing; however through the secondary testing, it was found that the battery was low/dead. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k073231.